Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. No additional patient or event information was available. The customer declined assistance from tandem customer technical support (cts) regarding the issue, and indicated that cts would be contacted if the issue was not resolved. The customer did not contact cts regarding the reported issue.